Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to misuse by the user.

Event description:
While the surgeon was remaining, a flexible extension tab fell off the flange. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.